Event description:
It was reported that an ilet pump¿s screen became cracked and unresponsive shortly after receipt, and a replacement pump and charger were arranged while the user was instructed on backup steps and device shutdown. Symptoms included no change in blood glucose levels and no reported injury. Outcomes included continued diabetes management using cgm without interruption and no need for medical care. Investigation included remote triage, review of user-provided photos, confirmation of device operability impact limited to the display, and coordination for device return and inspection of the returned device . Investigation of this device revealed physical damage to the screen that impaired user interface function, with no indication of internal pump performance issues. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage from handling or impact.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.